Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the facility that the healthcare professional (hcp) was attempting to place an accucath using ultrasound, in the left antecubital fossa and was unsuccessful. The hcp alleged that the tip of the wire with loop was sheared off making it difficult to withdraw the catheter. X-ray indicated a small subcutaneous metallic foreign body, which correlates with the metallic wire with loop. Hcp confirmed with ultrasound a small hyper echoic area that is not in the vessel, approximately 1-2 cm proximal to the skin site, almost able to palpate the wire subcutaneously. Hcp indicated an incision could me bade along the course of the catheter, dissecting down onto the foreign body for removal as it is not intravascular at this point. Since, the metallic tip is very tiny, sterile and not at risk for embolization, the patient has made the decision to discontinue any further exploration and/or surgical removal at this time.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a frayed guidewire was confirmed and the cause appeared to be use related. The product returned for evaluation was an accucath midline catheter and the associated catheter delivery system. The catheter contained blood-like residue throughout. Gross visual evaluation of the guidewire revealed that the wire contained a complete break with the distal coil tip missing and not returned. Evaluation of the loose catheter revealed multiple kinks and bends along the entire length of the catheter which was most prominent near the distal end. Microscopic examination of the wire end revealed material necking at the fracture site which is indicative of a tensile break. Examination of the catheter revealed a small longitudinally-aligned split at the distal catheter end. The observed wire damage was characteristic of a tensile break and the catheter features were typical of compressive force. It was likely that the coiled guidewire end was caught on the catheter tip and the resulting force was tension on the wire and longitudinal compression on the catheter. The circumstances which caused this may be related to improper vessel access due to the fact that the wire fragment which was not returned was reported to be subcutaneously lodged outside the patient¿s vein.

Event description:
It was reported by the facility that the healthcare professional (hcp) was attempting to place an accucath using ultrasound, in the left antecubital fossa and was unsuccessful. The hcp alleged that the tip of the wire with loop was sheared off making it difficult to withdraw the catheter. X-ray indicated a small subcutaneous metallic foreign body, which correlates with the metallic wire with loop. Hcp confirmed with ultrasound a small hyper echoic area that is not in the vessel, approximately 1-2 cm proximal to the skin site, almost able to palpate the wire subcutaneously. Hcp indicated an incision could me bade along the course of the catheter, dissecting down onto the foreign body for removal as it is not intravascular at this point. Since, the metallic tip is very tiny, sterile and not at risk for embolization, the patient has made the decision to discontinue any further exploration and/or surgical removal at this time.